Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 1500 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of high blood glucose, nausea and vomiting. The customer cause of 911 called was high blood glucose and diabetic ketoacidosis. The customer was wearing the pump at time of 911 called. Customer was able to prime pump successfully.